Manufacturer narrative:
As received, the device was at elective replacement indicator (eri). End of service (eos) was triggered due to exposure to electrocautery during the surgical procedure at explant. The device was then programed to nominal settings for the remainder of the analysis. The battery voltage recovered to above eri level during the lab tests. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. No anomaly found on the header that is related to the field concern. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed premature battery depletion on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was stable before, during, and after the procedure.